Event description:
On (B)(6), the user contacted dario to report inconsistent blood glucose (bg) readings. The user, who has two dario meters, reported receiving a bg reading of 35 mg/dl followed by a bg reading of 520 mg/dl from one of the dario meters. The user stated that she stores one dario meter in her purse, and the other at home.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.